Event description:
It was reported that during a harvesting of the femur for a nonunion, the flexible drive shaft broke inside the canal. All pieces were retrieved, procedure was completed.

Manufacturer narrative:
Add'l procode - hrx. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the tip broken off near the start of the hex feature. Deep axial scratches noted on the collar and lighter axial scratches noted on the shaft. Deep scratches also noted on the coupling parallel with the shaft. Measurable dimensions were found within tolerance. Due to missing portion, physical dimensional verification could not be completed. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a mfg perspective.